Event description:
Anaphylactic reaction in the dr's office after an injection. Pt's blood pressure dropped, their eyes rolled back and skin reddened. Pt recovered in about 30 secs. Has had some problems with fainting feelings after previous injections.